Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the patient experienced an episode of ventricular tachycardia (vt) and the device had incorrectly diagnosed in as non-sustained right ventricular oversensing (nsrvo), which caused high voltage (hv) therapy to be delayed. The issue was attributed to a sensing issue on the discrimination channel. The device was successfully able to deliver shock after arrythmia morphology was revaluated. No interventions were reported. The patient was stable.